Event description:
The clinician reports the implant was inserted (B)(6) 2015 in the patient's mouth. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, bleeding and inflammation. No further patient complications were reported.